Event description:
The patient's family member contacted lifescan and reported that their one touch basic enhanced meter kept giving the not ok message. The patient was recieving the not ok message during a blood test. During troubleshooting, it was verified that they were not removing the test strip during the test. The reporter was walked through cleanint the meter, focusing on the optic area. The patient's testing was also reviewed, verifying that there was no movement of the test strip during the test. However, the issue was not resolved and a retest resulted in the not ok message. The patient was taken to the hospital since they were not able to test on the meter. They did not receive any treatment for diabetes at the hospital, but "found out that they have a heart problem. " however, there is no information to suggest that the patient experienced injury due to the product. This case is reported as a meter malfunction since the not ok issue was not resolved. A replacement meter, test strips, and control solution were sent to the patient.